Event description:
A peg tube was being placed on patient. During placement of percutaneous endoscopic gastrostomy peg tube, the wires that are used to pull the percutaneous endoscopic gastrostomy peg tube through the stomach snapped and broke. This resulted in needing to fully remove what was already in place and put in a new percutaneous endoscopic gastrostomy peg tube. Per our physician this commonly is a kind of issue that would require the patient to need to go to surgery. The device was the endovive standard peg kit 24f made by boston scientific.